Event description:
--

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) with another manufacturer's chronic implantable defibrillation lead, the device was observed to have shorted during defibrillation threshold (dft) testing. The patient was externally defibrillated and another crt-d was attempted, but not implanted due to high dfts. Another manufacturer's device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified an arc mark on the device case. Interrogation of the device revealed a warning message that the charge time exceeded the limit. A charge time of 45 seconds was noted during a capacitor reformation. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.